Event description:
It was reported that hair contamination was observed before use. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. The component was returned in an opened tray. There is what appears to be a hair inside the tray. The hair is approximately 2 centimeters long. A device history record review was completed and documented that the device met all specifications upon distribution.